Event description:
It has been reported to philips that the system did not boot up. It froze on the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) conducted an on-site visit and confirmed reported malfunction. Upon troubleshooting, fse reloaded software due to corrupted suite pc and tsm and found defective hdd disk bay on x-ray pc. To resolve the problem, fse bypassed the hdd disk bay and performed x-ray pc software reloaded. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue, philips has initiated a medical device correction (z-1151-2024). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.